Event description:
It was reportedthat during the first post-op visit after a laparoscopic gastric band procedure, the incision looked fine but the patient complained of port site pain. On (B)(6) 2012, the incision was red and draining and the patient was started on keflex 500 qid. On (B)(6) 2012 the patient was treated with a wound vac until (B)(6) 2012 and then proceeded with the use of aquacel and versiva. The device was discarded.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. (B)(4).